Event description:
Philips received a complaint on the heartstart mrx defibrillator indicating that there was a malfunctioning battery. Remote support from the customer care solution center was received, during which it was determined that this was a malfunction of the battery. The customer ordered a replacement battery, which resolved the reported issue. The device remains at the customer site and no further evaluation is warranted at this time.